Event description:
I had a tot procedure done using the tvt gyncare system product. It has left me in chronic, debilitating pain - extensive nerve damage. I can feel the tape thru the walls of my vagina - it is like a brillo pad - it is rubbing me and the pain is terrible. I have pain in my urethra and bladder, as well. Obdurator nerve was damaged, so pain and numbness in groin and legs, too. I am in the process of finding an expert to remove this. Have been told by several professionals, more damage than good may be done by trying to remove it, and they would not try. The tape may have slipped off the needle while being inserted, failed to adhere to the correct spot and slipped onto pelvic floor or other organs, or migrated - I am hoping upon surgery to discover where it is exactly in me. I was a professional woman, with a healthy sex life before this. I am now unable to work, on massive amounts of pain-killers, and am unable to enjoy sexual relations. My life is in ruins due to this horrible product. I want it off the market before it harms many more innocent women. Dates of use: 2008. Ongoing. Diagnosis or reasons for use: incontinence.